Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a plasma electro-prostatectomy procedure, when using the high-frequency electrosurgical equipment through the urethra, a loud muffled sound was suddenly heard in the patient's bladder area. The physician immediately checked the patient's condition and found that the patient's bladder "cracked". A reparative surgery was promptly performed to repair the bladder.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.